Manufacturer narrative:
Intuitive surgical inc., (isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of a recognition issue with the instrument. Based on review of the logs, the instrument had several engagement failures: error code 22020: "install tenaculum forceps failed to engage on usm4 (wrist pitch axis failed to engage)." The failure was replicated during in-house testing. The tenaculum forceps instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter on multiple attempts. The root cause is related to the secondary finding during investigation an additional observation not reported by the site, but related to the reported failure, was identified: visual inspection of the instrument found the pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the device was last successfully used on (B)(6) 2021 on system sk1124 with 2 uses remaining. This supports the allegation that the issue was identified prior to the procedure and attempted use on the reported event date of (B)(6) 2021. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the tenaculum forceps instrument was not recognized by the system. A backup instrument was installed and the procedure was completed with no reported injury.